Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Patient's mother contacted dexcom on 05/14/2016 to report no audio output and adverse event that occured on (B)(6) 2016. Mother stated that the patient experienced a missed low because the receiver did not beep. Patient was at home and the patient's mother noticed she was non-responsive. Patient's mother administered a glucagon shot and the patient recovered. Additionally, the patient's mother tested the receiver's alerts and they did not work.. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)